Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was received with a valve loaded within the capsule and the capsule partially open. On retraction of the capsule via the rotation of the deployment knob, the original valve deployed with deformation and bent struts. The deployment knob retracted and advanced the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The handle and tip-retrieval mechanism were intact. The device was returned with the end cap/screw gear snap fit connected. There was a slight kink to the outer shaft. The inner member shaft and spindle hub were intact with no evidence of damage. One nitinol crown was observed protruding through the polymer material at the distal end of the capsule. An evolut pro+ 26mm valve was successfully loaded onto the dcs with no issues noted when closing the capsule and no capsule bend visible. After the successful loading of the valve onto the catheter, there was no evidence of a misload on the capsule. On retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. Conclusion: pending investigation completion select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve using this delivery catheter system (dcs), the dcs was not able to advance through the aortic arch. It was reported that the nose cone would become stuck near the arch zone. A non-medtronic (lunderquist) buddy wire was used with a pigtail catheter however this was not able to solve the issue. The valve and dcs were not used and the implant case was aborted. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties advancing the delivery catheter system (dcs) through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. The subject dcs was returned to medtronic for analysis. One nitinol crown was observed to be protruding through the capsule. A number of factors may cause or contribute to nitinol crown protrusion, including an unanticipated interaction between the capsule flare and a hard surface during loading or insertion (interaction with loading system or introducer sheath). In this case it was reported that the nosecone would become stuck near the arch zone. This indicates that the probable cause of the advancement difficulties was patient anatomy. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. A kink was noted on the outer shaft of the dcs. The description of the event does not indicate that this damage occurred during the reported issue. Kinks on the dcs may be due to handling or shipping issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.